Event description:
Patient was revised to address varus alignment and excessive slope in tibial tray from original surgery, which was causing pain. Poly wear of the insert was also reported.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.